Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was not received for evaluation; event was not confirmed. There were no remedial actions taken. This device is not labeled for single-use. Device not received.

Event description:
This report summarizes <noe> 1 </noe> malfunction events, in which the device ran on its own without user activation. There was no patient involvement; no patient impact.